Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported the symptoms and treated with manual injection. Customer's blood glucose value was 500 mg/dl and also stated 450 mg/dl, was over 300 mg/dl. Customer's current blood glucose value was 296 mg/dl and also stated the blood glucose was 500+ mg/dl. Customer declined to troubleshoot for high readings, for suspend on low and insulin flow blocked. The insulin pump will not be returned for analysis.